Event description:
The facility reported a pump with all code 401:317:850:0000 that resulted in the pump stopping during infusion. This problem was identified during pt use. There was no pt injury or medical intervention necessary according to the hospital representative. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval, or if any additional info becomes available.